Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to bending overload.

Event description:
It was reported that patient underwent a femoral fracture fixation procedure on (B)(6) 2015. During the procedure, the connecting bolt fractured and metal fragments fell into the patient. The surgeon was unable to retrieve all fractured pieces from the patient. As a result, there was a 30-40 minute delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: care and handling of instruments states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.